Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information requested but was not received.

Event description:
It was reported that the patient presented for generator change procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited failure to sense. The atrial lead was capped on (B)(6) 2022.

Event description:
Additional information received indicated that the patient was stable throughout the procedure.